Event description:
It was reported that a small volume intermate had white, floating particulate matter. The device was filled with an unspecified amount of piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured on from february 23, 2015 to february 26, 2015. The device was received for evaluation. Visual inspection revealed white particulate floating in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.